Event description:
It was reported that during a lap chole procedure, the tip broke off and fell into the pt. The procedure was converted to open to remove the tip. The pt is okay and the hosp stay will not be extended.

Manufacturer narrative:
Date sent: 8/5/08. Eval summary: the analysis results of the al326 found that the instrument was received with the jaws dislodged. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.